Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The customer was in a pool and his insulin pump showed an image of an open book. Customer noticed there was a crack on the back of his insulin pump. The device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. After battery installation unit gave an unexpected partial display due to cracked lcd glass. Device received with operating currents within specification device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Device received with corroded electronic assemblies, corroded battery tube, cracked case , cracked case-corner of belt clip rails and cracked battery tube threads.